Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient experienced hypoglycemia and was feeling tired, the cgm was reading 4.4 mmol/l and the patient was able to self-treat with at least 4 glucose tabs. Shortly after the patient fell asleep and became unresponsive. The patient´s wife called an ambulance and the paramedics treated the patient with IV glucose and he regained consciousness. The paramedics took a blood glucose reading which was 0.6 mmol/l and the cgm was reading 3.4 mmol/l. The patient was taken to the emergency room via ambulance and was admitted to the hospital. There was no treatment provided to the patient at the hospital and he has just been monitored. The patient recovered and was discharged the next day at 6:00 am. At the time of the report, the patient was doing good. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.